Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-02095.

Manufacturer narrative:
Additional information: section d4: device lot number, expiration date; section h4: manufacture date; section h6: evaluation codes; section h10: narrative text. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the case imagery provided revealed three commander delivery systems were used for the procedure. Additional imagery showed the inflation attempt of the first delivery system. Upon rapid pacing, contrast was seen proximal to the valve and there was no valve expansion. It was not possible to determine the location of the leakage from the imagery. Lot history review revealed no similar complaints. Complaint history review from june 2018 through may 2019 for the commander delivery system (all models and sizes) revealed other similar complaints. A review of the complaint history revealed that the occurrence rate did not exceed the may 2019 control limits for the trend category. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. During the manufacturing process, the entire delivery system undergoes multiple 100% visual inspections and testing. The balloon undergoes 100% dimensional analysis. The crimp balloon undergoes 100% final inspection. The balloon size undergoes inspections prior to and after balloon pleating, folding and forming. During final inspection, the delivery system undergoes 100% distal to proximal visual inspection by manufacturing and quality, as well as 100% leak testing. In addition, product verification (pv) testing is performed on finished devices under a sampling basis. The balloon inflation pressure is tested. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint for balloon ¿ leakage was confirmed based on provided imagery. Since the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, a review of device history record, lot history, complaint history, and manufacturing mitigations supports that a manufacturing non-conformance likely did not contribute to the complaint event. Per the event description, there was difficulty crossing the septum and the device was manipulated in order to facilitate crossing. It is possible that this manipulation resulted in damage to the balloon and the observed leakage during inflation. Procedural factors (difficulty crossing the septum, manipulation of the device) likely contributed to the balloon leakage of the initial delivery system. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate do not exceed control limits for the respective trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through the pcr congress, during a mitral valve-in-ring procedure, a 29mm sapien 3 valve was deployed in in a pre-existing mitral ring by the transfemoral and transseptal approach. During the initial sapien 3 valve deployment attempt, the commander delivery system balloon ¿ruptured¿ due to the multiple failed septal crossing attempts and device manipulation. The initial valve had to be retrieved due to the balloon rupture. A non-edwards balloon was used to facilitate the septal crossing. A second 29mm sapien 3 valve was then implanted in the mitral position. Post deployment echo revealed a sapien 3 leaflet ¿malfunction¿ causing severe mitral regurgitation (mr). A third 29mm sapien 3 valve was implanted successfully into the second sapien 3 valve. The patient has been discharged. Three (3) months follow-up tte indicated good positioning and function of the sapien 3 valve.